Manufacturer narrative:
Concomitant device reported: 3.5mm lcp proximal humerus plate-standard 5h shaft/114mm (part #: 241.903, lot #: unknown, quantity: 1) therapy date is (B)(6) 2017. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Products were not returned and no lot numbers were provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. Additional product codes: gfe, gfa, hsz. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products: therapy date: (B)(6) 2017. Concomitant device reported: 3.5 mm lcp proximal humerus plate-standard 5h shaft/114 mm (part #: 241.903, quantity: 1). (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. No combination could be found for part # 310.25 with lot # 026322, DHR review could not be performed at this time. If further information becomes available regarding the identifies for this part, then this DHR review will be revisited, DHR review request part #: 310.25 - lot #: 026322 (invalid). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the tip of a drill bit (the first 1.5 cm) broke off while drilling during an open reduction internal fixation procedure of the proximal humerus. The drill flutes caught the proximal humerus plate causing the tip of the drill bit to break off. The broken piece will remain in the patient. No other fragments were generated. Patient is stable following surgery. This complaint involves 1 part. Concomitant device reported: 3.5 mm lcp proximal humerus plate-standard 5h shaft/114 mm (part #: 241.903, quantity: 1). This report is 1 of 1 for (B)(4).